Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. The device is not cleared for distribution or marketed in the united states, but similar to taperloc hip system (k050441, jdi). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient had pain and difficulty in performing activities six months after the total hip arthroplasty procedure which lasted for three years. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - the event occurred in (B)(6).